Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. Aemps, through the surveillance contact point of the autonomous community of galicia, has received the following notification from the surveillance area for medical devices, notification regarding an incident with the medical device novosyn (absorbable polyglycolic sutures) models c0068030n1, c0068296n1, c00688294n1, c0068495, lot numbers 3404ys, 3347gs, 3147fe, 720276, 33438h. The information provided by the healthcare professional is as follows: description of the incident: abnormal inflammatory reactions in the subcutaneous tissue of the surgical wound. In two patients: female 48 years old and in patient 59 years old. They told us a few days ago that they had detected certain problems but that "they don't know for sure that it was the sutures with which these problems were detected, we are also going to ask the other suppliers". I repeat, it is a hypothesis as we don't know for sure that it is a problem with the sutures, but to rule out the possibilities." Consequences for the patient: need for medical intervention to avoid injury or permanent disability. Incident that does not threaten the patient's life, but causes temporary harm and requires change in medical or surgical treatment. Initially reported incident in two patients but when we contacted the hospital, two more patients were involved.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample. Tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength results conducted on the sample received is 3.66 kgf and fulfil the requirements of the european pharmacopoeia (ep): 2.73 kgf in average and 1.37 kgf in minimum. Degradation test results conducted on the sample received after 14 days in a 0,9% nacl solution at 37ºc is 3.00 kgf and fulfil b. Braun surgical requirements: 1.42 kgf in minimum. This value is the usual and the current one for this thread and size. Moreover, inflammation is a known side effect already informed in the instructions for use of the product: side effects as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. The case could be related to a known side effect. Final conclusion: although the results of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.